Event description:
The following has been reported: on (B)(6) 2023 patient, male, age 14 months, 10kg the patient is hyperthermic, so I follow the prescription for IV administration of paracetamol. I set up my IV circuit with a 500 mg/50 ml bag. I set the pump for 20 minutes. After 5 minutes, the pump beeped for occlusion. The patient's arm was bent. I decided to put a splint in place. 5 ml had already passed. I reset the pump to 10 ml in 1 hour at a speed of 10 ml/h. I leave the room and the pump beeps again for occlusion. I check the positioning of the brace and the setting of the 10ml/h pump. I leave the room and the pump sounds a 3rd time for occlusion, mobilising the venous line. Splint still in place. 5 minutes later the pump sounds again for an air bubble. I checked the bag, which was empty. I retrieve the pump and return to the treatment room. I immediately inform the on-call intern. I check the final settings on the pump. Volume 10ml, duration 1h, speed 10ml/h. Delivered more than requested + repeated occlusion alarms. Clinical consequences observed: none. Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and no event was reported. Device log history was reviewed and analysed by local fk technical service. "The device was returned to brézins for investigation, device history log was reviewed and pump was tested with the same protocol by our investigator in brézins. First, with device history log, compared to description, the pump had infused at 300 ml/h, which explains the administration fasten than expected. At the same time, it should be noted that as the venous size on babies is very small, the pressure increases faster than an adult and can create a downstream occlusion alarm. In the second part, the pump was tested with the same proctocol, all tests performed are complaint. As per provided quality control certificate, no dysfunction of the device could be found. According to this investigation, the identified cause was a programming error by user (300ml/ instead of 10 ml/h)". This complaint is considered as use error. The trend is normal.